Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. The conductor wires are intact and undamaged. The other cables at the wrist are not damaged. Failure analysis investigation also found that the instrument's grips are bent sideways and one grip is pushed in. There is a .051 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tips. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that halfway through a da vinci hysterectomy with bilateral salpingo-oophorectomy and sacrocolpopexy procedure, it was noted that the cable on the fenestrated bipolar forceps instrument was broken and was sticking out. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.